Event description:
The patient's wife reported that the patient has received four shocks since device implant in april. It was further reported that "they told us he may need an ablation". The patient's wife also reported that adjustments were made after the first shock. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.